Event description:
During the medport removal, the tip of the catheter broke off in the superior vena cava. The mediport has been in place for 3 years and 10 months. Fluoroscopy confirmed a retained fragment of the catheter in the intravascular space. Based on the measurement on the catheter, there was a 15cm marking on the catheter, which had faded but was still legible. Pt transferred to interventional radiology for percutaneous endovascular retrieval by interventional radiologist.